Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the instrument exhibited a severely worn tissue pad and the metal surface was exposed. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a3 and h6 (medical device problem code updated). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is assumed that the event described occurred by the following mechanisms: 1. The probe and the tissue pad came into contact with each other at the rear end of the gripping part due to ultrasound output when thick tissue was gripped at the tip of the gripping part, resulting in severe wear of the tissue pad. 2.wear of the tissue pad caused the probe to come into contact with the non-insulating part of the grasping section. 3.ultrasound output was performed when the probe was in contact with the non-insulating part of the gripping part, resulting in contact marks. 4. The probe was subjected to the load of ultrasound output and tissue grasping, resulting in cracks starting from the contact marks and abnormal probe breakage (u504). The event can be detected/prevented by following the instructions for use: instruction manual drawing number and revision number: rc2058 08 ·do not close the gripper and output when there is nothing being gripped between the gripper and the probe tip, or when it is not possible to confirm that the gripped biological tissue or blood vessel has been incised. The friction between the gripper and the probe tip may cause abnormal heat generation, which may lead to damage, deformation, or detachment of the gripper and the probe tip, or peeling off of part of the tissue pad, leading to severe wear. ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when treating biological tissue or blood vessels, apply light tension to make the incision so that the incision can be seen. Also, once the incision is complete, immediately stop output. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or detachment of the grasping section (both the stainless steel part and the fluororesin part) and the probe tip, or partial peeling of the tissue pad. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separation of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.